Event description:
It was reported that this female patient's left knee was revised. The patient was brought back for resection knee arthroplasty with placement of antibiotic spacers. She somehow got infected. The left knee implants were removed. The wound was irrigated and cleaned. The patient received a medium knee spacer with 20cc intersep. Patient was last known to be in stable condition following the event. Device not returning, sent off to get labs.

Manufacturer narrative:
(H3) pending evaluation.(d10) concomitant device(s):size 2.5 left porous ps femur 02-020-12-0225,2.5 9mm ps insert 02-022-35-2509,2.5 porous tibia 02-022-55-2525,29 advanced patella 200-07-29.